Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2025, was chosen as the best estimate based on the article publish year of 2025. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: ahamed khalyfa; henning gerke. "Endoscopic resolution of chronic pouch outlet obstruction in a patient with horizontal gastroplasty: a case report." Gastrointestinal endoscopy 2025; volume 101, no. 5s:s115. Block h6: imdrf device code a010402 captures the reportable event of "stent migration."

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "endoscopic resolution of chronic pouch outlet obstruction in a patient with horizontal gastroplasty: a case report," by ahamed khalyfa and henning gerke. Per the article, a case report was conducted on a 78-year-old patient with chronic pouch outlet obstruction who underwent horizontal gastroplasty. At follow-up several months later in the gastroenterology clinic, the patient reported complete resolution of nausea, vomiting, and coffee-ground emesis, and was able to tolerate solid foods for the first time in years. The same technique was applied in a series of eight patients with vertical banded gastroplasty - a more commonly performed bariatric procedure - with late stent migration observed in two cases. As a result, physicians are now considering interval stent removal; however, it remains uncertain whether this approach may lead to occlusion of the gastrogastrostomy. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Note: it was reported that an endoscopic ultrasound (eus)-guided gastrogastrostomy was performed using a 20 mm x 10 mm lumen-apposing metal stent (hot axios), creating a new channel between the gastric pouch and the stomach proper. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be implanted to create a gastrogastrostomy in patients with prior vertical banded gastroplasty.